Event description:
On three separate occasions, tubing malfunctioned while in use for intermittent pca using the pain manager (apm) pump. A clear (colorless) occlusion developed within the silicone portion on the tubing (within the cartridge) which cound not be purged. This cause apm pump to alarm "air in line". This alarm could be silenced but not cleared. The manufacturer was gueried and via their sales rep., it was reported that this malfunction has occured previously with this tubing when morphine is delivered using this tubing. Safety concern: is it possible that microscopic particutlate matter is forming in the tubing and being pumped into patients given when occlusion doesn't stop the pump ? Is this a risk to patients only if the occlusion is somehow purged into the patient or is it occuring continuously at alevel not visible to the eye ? Tubing label does not reflect this risk or state to avoid use of morphine on this tubing (if problem confined only to morphine).invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.